Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure; the left master tool manipulator (mtml) became disabled. The system logs showed that an error occurred against the mtml. After a system restart, the same error appeared. The procedure was converted to open.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Isi fse went on site and replaced master tool manipulator (mtm) 2 due to the error. The system was tested and verified as ready for use. Isi did not receive the da vinci product involved with this complaint to perform failure analysis. System logs showed that an error occurred against the left mtm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error pointing to the master tool manipulator (mtm). The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the error was replicated during failure analysis pointing to the axis 1 potentiometer (pot). Power up was found to be failing on axis 1. The axis 1 pot assembly was tested and confirmed to be the source of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained: the system was malfunctioning prior to procedure conversion. Troubleshooting was performed with technical support; however, the issue was not resolved with troubleshooting. The system was inspected prior to use, and no issues were noted during the setup of the system. No further information was available.

Event description:
Refer to h11 for follow-up information.